Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after experiencing five inappropriate shocks due to t wave oversensing. Technical services (ts) reviewed noting previous untreated events in the past in primary vector that showed low amplitude signals and noise that was being oversensed. The smartpass feature had been disabled which was then re enabled. Ts discussed changing to alternate vector or leave in primary vector. This s-ICD remains in service. No adverse patient effects were reported.